Event description:
Customer reports to have high blood glucose of 435 mg/dl which was treated with a bolus delivery. Troubleshooting was performed on insulin pump. Customer was directed to additional resources on medtronic website. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4) site per variance 5.